Event description:
The following information was reported: balloon loss of pressure at the 2nd stop (arteriotomy). Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: interventional peripheral vessel size: 7 mm stick location: medium sheath size: 7f vessel type: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1432502) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).